Event description:
It was reported that the pt's device displayed impedance levels greater than 4,000 ohms on some of the bipolar pairs. It was possible to use electrodes 0 and 3, but then the stimulation had to be continually turned up in order for the pt to feel any stimulation. There was also an end of service (eos)/end of life (eol) message displayed on the physician programmer. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).